Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported finding a few pen needles that clog during injection. But worked with the 2 unit flow check. Several different lot numbers all same product description. Only has tear drop label no longer the boxes. Dc lot#: 4177049 = 3 pen needles. Lot#: 4289006 - 4 pen needles. Lot#: 4287182 - 1 pen needle. Lot#: 3066022 = 3 pen needles. Catalog#: bd/embecta 8mm pen needles. Date of event unknown. Sample status awaiting sample. No voucher replacement. (B)(6) on (B)(6) 2025. Please update case (B)(4). Lot number: 4287182 should be 4282182. Lot number: 3066022 should be changed to unknown. Consumer had a hard time reading the lot numbers from paper tab.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause cannot be determined as the issue remains unconfirmed. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.